Event description:
It was reported that oversensing was observed on the lead. During explant, visual inspection noted abrasions on the lead near the subclavian vein area. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure, otherwise the lead exhibited normal electrical characteristics.